Manufacturer narrative:
(B)(4). It is not clear as to whether the device is obtainable for investigation. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that there was leakage of priming solution from the blood inlet luer lock. Ref: (B)(4).